Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The conclusion was that problem was solved by replacing the membrane of expiatory cassette. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. This will be detected during pre-use check. The device logs confirmed the reported problem on (B)(6) 2021. The root cause for the failure could not be determined.

Event description:
Manufacturer's ref#: (B)(4).